Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the plastic coating on shaft of instrument scrapped off, leaning exposed metal. A new device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the plastic coating on shaft of instrument scrapped off, leaning exposed metal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.